Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was sent to the urgent care for upper respiratory symptoms. The patient was then found outside of the urgent care unresponsive. Emergency medical services (ems) arrived on the scene and the patient was intubated and then transported to the emergency room (ER) the details were unclear at the time, but the patient's batteries died, and the patient expired at the hospital. The program had initiated contact with the hospital where the patient expired to send the system controller for analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient¿s batteries fully depleting was not confirmed. The system controller (serial number unknown) was not returned for analysis, and no log files were provided. Available information for this event indicates that the patient had expired in the hospital after the batteries had fully depleted, and it is unknown if the patient was in a condition to respond to controller alarms prior to the batteries fully depleting. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the system controller was not provided. The heartmate 3 patient handbook instructs users on how to properly use, charge, and calibrate 14-volt batteries. If a red light status becomes active on the ubc while the battery is charging, users are advised to not use that battery. The patient handbook also instructs users on how to check the current relative charge of the 14-volt batteries. Two batteries are expected to power the system for approximately 17 hours, and this can vary depending on activity level. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including low voltage and no external power alarms. Users are instructed to reconnect their power cables to either wall power or fully charged batteries to resolve the alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.